Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded and loose drive support disk. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported that she is unable to complete the prime process. Customer stated that the she changed the reservoir and when holding the act button it doesn't stop. Customer rewound 3 times the insulin pump and is unable to exit the preparing to prime loop. Customer stated insulin is squirting out during the manual prime. Customer was instructed to hold down the act button until they receive a second series of beeps or numbers appear on the display; customer received a second series of beeps. Blood glucose value is 90 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.